Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the death of a patient on insulin pump therapy trial since (B)(6) 2018 using an animas vibe insulin pump without continuous glucose monitoring and unomedical infusion sets. The reported time of death was reported as the morning of (B)(6) 2018. The reporter stated that police officers (carabinieri) reported the patient¿s death to the patient¿s health care provider. The patient¿s health care provider contacted the insulin pump trainer to notify them of the patient¿s death. The patient reportedly died at their home in (B)(6). The reporter stated that the cause of the patient¿s death is unknown at this time and an autopsy is expected to be performed; however, the reporter stated they did not know when the autopsy would be completed. The reporter stated that there is no clear information regarding whether the patient was wearing/using the animas vibe insulin pump at the time of death. Therefore, it is not possible to exclude the involvement of the insulin pump in the patient¿s death at this time. The insulin pump is not expected to be returned to the manufacturer for investigation at this time as the whereabouts of the device is current unknown per the reporter.